Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to the presence of air in the system. A new set of preconnected ipp cylinders and pump were implanted. Further information was requested and not yet received. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.